Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the gem v/nv 20d 1cv 2ss dehp free experienced leakage and ruptured tubing. The following information was provided by the initial reporter: prior to running IV medications for an outpatient infusion, the IV tubing was primed and found to had either a hole or split in tubing evidenced by leaking onto floor. The IV tubing was never attached to the patient so no harm was experienced. The event happened on (B)(6) 2020.

Manufacturer narrative:
Prior to running IV medications for an outpatient infusion, the IV tubing was primed and found to had either a hole or split in tubing evidenced by leaking onto floor. The IV tubing was never attached to the patient so no harm was experienced. Received from the customer was one used primed set model 2420-0007 lot 20023020 (with its packaging pouch). The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection observed a cut/slice on the vinyl tubing (p/n 660132) at 25 inches below the distal tubing adapter (p/n 601529). No other damages or anomalies were observed throughout the set. Fluid was observed to be leaking from the cut tubing. Packaging pouch received was also visually inspected, and it was also noted to have slice cut. Functional testing was performed by spiking the primary set to one lab IV bag filled with blue dye water and by allowing fluid to flow through the whole set by gravity. The set leaked from the tubing cut that was observed during visual inspection. No other leaks were observed throughout the set. Equipment used (inspection performed on (B)(6) 2020): - ram optical instrumentation/eq08204/calibration due date 5-feb-2021 device history record for model 2420-0007 lot 20023020 shows that the set was manufactured on 7 february 2020 with a total of (B)(4) units. There were no qn¿s (quality notification) issued during the production build of this lot for the failure mode reported. The customer¿s report that the tubing set leaked due to a hole or split in the tubing was confirmed due to a slice/cut in the tubing. The cause of the leak in the tubing was identified as damage from a slice cut in the packaging pouch. The root cause of this failure was not identified. H3 other text : see h10

Event description:
It was reported that the gem v/nv 20d 1cv 2ss dehp free experienced leakage and ruptured tubing. The following information was provided by the initial reporter: prior to running IV medications for an outpatient infusion, the IV tubing was primed and found to had either a hole or split in tubing evidenced by leaking onto floor. The IV tubing was never attached to the patient so no harm was experienced. The event happened on (B)(6) 2020.